Event description:
It was reported that the customer went to the emergency room with a low blood glucose level of 49 mg/dl. Cause was unknown. Reportedly the customer past out and sustained a head injury. The customer underwent treatment, though the specific details are unclear, and the issue was resolved. System check with tandem technical support confirmed the pump was functioning as intended.